Manufacturer narrative:
Event date unknown. Product unknown. No lot number was provided or known. Device has not yet been returned to manufacture. Product requested but not received.

Event description:
It was reported that the hex is damaged on an unknown zimmer screw and they need the screw removal tools in order to remove it.

Manufacturer narrative:
An unknown retaining screw was returned. Visual inspection of the as received product identified that the hex was completely stripped. There was excessive wear due to usage around the threads and the shank. There was presence of an unconfirmed foreign/biological material in the hex feature. The reported stuck condition could not be verified based on the information provided. All the devices involved in the reported event were not returned, so the exact details of the device usage could not be replicated. Instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09). Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.